Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially accelerated the patient into ventricular tachycardia (vt). The patient reported having tunnel vision while sitting down. The device delivered therapy that converted the rhythm and the patient was told to visit the emergency room (ER). Technical services (ts) reviewed the event and recommended potential programming changes for the device. This crt-d remains in service. No additional adverse patient effects were reported.